Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) from the united states alleging that their onetouch verio iq meter was prompting an error 4 message. Per the onetouch verio iq user guide this message prompts when there is a strip fill problem. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that the subject meter was prompting an error 4 message. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. The product(s) have not yet been evaluated; lfs will evaluate it/them and inform FDA of the results in a supplemental report.

Manufacturer narrative:
Follow-up #2 (submission 12/04/2012)-correction: lifescan completed device evaluation on the returned meter on (B)(4) 2012 and not on (B)(4) 2012 as previously reported. Investigation confirmed the alleged error message in the meter's error log; however, the error message was not reproducible during testing.

Manufacturer narrative:
Follow-up # 1 (11/27/2012)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2012 and (B)(4) 2012, respectively, with the following findings: the meter passed all testing with no faults found. The test strips were also tested and failed testing. An error 4 was observed during control solution testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.